Manufacturer narrative:
As reported, the sealant of a 6f-7f mynxgrip vascular closure device (vcd) failed partially. The device was delivered to the patient. However, there were technical errors during deployment by the operator which may have led to partial failure. Closure was converted to manual compression. A moderate to large hematoma was noted but was remedied with manual compression. The patient did not suffer an adverse outcome resulting from the failure. At the time of this report, extended hospital stay was not required as a result of the failure. There was no reported patient injury. The closure site was the right common femoral artery from a retrograde approach. A non-cordis sheath was the procedural sheath used. The device was prepped per the instructions for use (IFU). An angiogram was taken prior to use of the closure device and the access was suitable for mynx grip closure. There was no tortuosity or calcification of the artery noted. The device was used in patient. The device was stored as per labeling and opened in sterile filed. The product was not returned for analysis. A product history record (phr) review of lot 35260863 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment ¿ partial¿ and ¿hematoma¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as a misalignment of the advancer tube with the tissue tract, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Hematomas and bleeding are known complications of this procedure and listed in the instructions for use (IFU) as such. It is possible that patient factors, pharmacological factors or procedural factors may have contributed to the reported events. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors. Neither the phr review nor the information available for review suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant of a 6f-7f mynx grip vascular closure device (vcd) failed partially. The device was delivered to the patient. However, there were technical errors during deployment by the operator which may have led to partial failure. Closure was converted to manual compression. A moderate to large hematoma was noted but was remedied with manual compression. The patient did not suffer an adverse outcome resulting from the failure. At the time of this report, extended hospital stay was not required as a result of the failure. There was no reported patient injury. The closure site was the right common femoral artery from a retrograde approach. A non-cordis sheath was the procedural sheath used. The device was prepped per the instructions for use (IFU). An angiogram was taken prior to use of the closure device and the access was suitable for mynx grip closure. There was no tortuosity or calcification of the artery noted. The device was used in patient. The device was stored as per labeling and opened in sterile filed. The device will not be returned for evaluation.